Manufacturer narrative:
The customer¿s report that the set leaked at the smartsite was confirmed. Visual inspection under magnification showed that the piston of the distal smartsite had a puncture hole. Functional and pressure testing was performed; leaking was observed at the smartsite port. The cause of the leak was a damaged smartsite piston. The probable cause of the damage is a needle or similar sharp object puncturing the piston.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that when they primed the set and started infusion that the set leaked at the smartsite located between the slide clamp and roller clamp. There is no report of patient harm.